Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. There were no allegations against the performance of this device. An event was created due to analysis as the device did not meet expectations with respect to longevity.